Manufacturer narrative:
E1: (B)(6). D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms were triggered during use of an unspecified quantity of clearlink system non-dehp solution sets. The alarms occurred with an estimated 10% and increased frequency. This was observed when the total parenteral nutrition (tpn) bags were below room temperature during patient use on an infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, h4, h6 (update codes), h11. D4: lot #: a suspected lot number is r25b24079. D4: expiration date: the expiration date of the suspected lot r25b24079 is 02/25/2027 d4: unique identifier (UDI) #: the UDI# of the suspected lot r25b24079 is (B)(4). H4: device manufacture date: the manufacturing date of the suspected lot r25b24079 is 02/25/2025. H11: ten (10) unused samples were received for further investigation from suspect lot r25b24079. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed and no defects were observed that could generate an alarm. The reported condition was not verified on the unused samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lot. Should additional relevant information become available, a supplemental report will be submitted.